Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the, cardiosave intra-aortic balloon pump (iabp) helium leak.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. Helium is leaking at a steady rate, identified that tank is leaking. The fse replaced the helium tank, and tested equipment operates as intended. Equipment passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) helium leak. There was no patient involvement.